Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital with blood glucose (bg) values that reached 600 mg/dl. The patient also was diagnosed with diabetic ketoacidosis (dka) and the patient had high ketones. For treatment, the patient received fluids and insulin from the pod. The pod was worn between 4 and 24 hours on the leg. No discharge date was given.